Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device may have caused or contributed to the reported post implant allergic response. The sample was returned for evaluation. The evaluation found no anomalies with the device used to treat the patient. As reported, two and a half hours following the implant procedure, the patient experienced an allergic type response. The patient subsequently returned to surgery and underwent explant of the mesh. Following explant and additional treatment of high-dose catecholamine therapy and invasive ventilation the patient is reported to be doing well. There has been no reported reactivity testing performed on the patch or any other materials used during the implant procedure (i.e. Suture, anesthesia). At this time no definitive conclusion can be made. Allergic reaction is listed in the adverse reactions section of the instructions-for-use as a possible complication. Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported, on (B)(6) 2018 the patient was implanted with a davol ventralex st hernia patch to repair an abdominal wall hernia. The patch was affixed with 2-0 prolene suture, the fascia was sutured with pds 0 and navel fixation with vicryl 3-0 suture. Skin sutured with monocryl 4-0. Two and a half hours after the procedure, the patient experienced a generalized itchy rash on the body and low blood pressure. The patient was administered corticosteroid and antihistamine, which stabilized and decreased the rash. Shortly thereafter patient condition worsened with serous secretion from the navel and again generalized exanthema (rash). Due to dyspnea and circulatory instability the patient was taken to the intensive care unit and stabilized with medication. The patient was taken back to surgery where the patch was removed. The patient was subsequently treated with high-dose catecholamine therapy and invasive ventilation. The patient stabilized and returned to the ward with only a slight, generalized rash. The umbilical erythema after patch explant declined rapidly. On inquiry to the family doctor, there are no known allergies. The patient has had multiple operations, all tolerated without issue. The patient is reported to be doing well following treatment.